Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty removing the catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the reported material separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The bmw universal ii guide wire crossed the lesion followed by pre-dilatation with a balloon catheter and deployment of a drug eluting stent. Post dilatation was performed with a nc balloon however after that the bmw universal ii guide wire became stuck with the nc catheter and the polymer separated. After several attempts the guide wire was able to be removed from the catheter. The separated polymer was able to be removed from the patient with the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.